Event description:
It was reported by the rep the device was used during laparascopic nissen fundoplication. It was reported the scrub tech stated that he could not get the blade to align properly in the jaws. Add'l shears were pulled to complete the case. There was no consequence to the pt.